Event description:
It was reported that the case involved a graft to the right coronary artery (rca). The promus 3.0x28 was deployed and upon postdilatation with a 4.0x20 voyager nc, the vessel ruptured. The graftmaster was attempted to cross the promus stent in order to treat the rupture; however, the graftmaster stent dislodged from the delivery catheter. The stent was floating on the guide wire, so the delivery catheter balloon was able to recapture the stent and it was removed from the patient's anatomy. By this time, the rupture had sealed itself and no other intervention was required. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The graftmaster is being filed under a separate MFR#. There were no reported product deficiencies. The reported patient effect of perforation is listed in the xience v instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.